Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nauseous patient presented to the emergency room after receiving appropriate hv therapy. Upon interrogation, alerts for out of range hv lead impedance, possible high-voltage lead issue, possible high voltage circuit damage, and all therapies delivered without terminating arrhythmia were observed. Review of the vf episode revealed it was possible the shock energy may have arced back to the can. The device was explanted and replaced.